Event description:
It was reported that the user experienced a low blood glucose event of approximately 50 mg/dl during the night for an unclear cause and treated with oral glucose (juice), after which glucose stabilized, and the user returned to sleep. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed no identified device malfunction and an undetermined precipitating factor for the hypoglycemia. The user reported symptoms during the event included feeling typical hypoglycemia signs consistent with a low glucose episode. Outcomes included transient hypoglycemia with no hospitalization or further medical intervention. It was concluded that, based on previously established findings for similar reports, the event was user-reported hypoglycemia with cause unclear and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.